Event description:
A (B) (6) male pt contacted lifecor customer support to report "call ambulance" messages and a "code 31." Support sent the pt a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was not confirmed. The cause of the "overvoltage set" flags is unk. Every time the converter is started, the monitor gives the "overvoltage set" flag. The monitor is currently in engineering, undergoing a root cause investigation. A supplemental report will be sent once this investigation is complete. No adverse event resulted from the monitor failure. The pt received a replacement monitor.